Manufacturer narrative:
H10 h3, h6: the reported 4.5mm footprint ultra pk suture anchor assembly, used in treatment, has been returned for evaluation. Visual assessment of the device showed the presence of blood and bone on the inserter and anchor indicating it was attempted to be used in the patient. There is oxidation at the lazer marking of the inserter. Due to the biological contamination that is present it cannot be confirmed if the oxidation was present prior to the attempted use of the device. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time. Based on the product evaluation, the root cause of the oxidation could not be determined. It is unknown if the oxidation occurred prior to the attempted use of the device. The biocompatibility of the oxidized material is unknown, and the possibility of localized pain/discomfort, and could not be ruled out if the material was used and /or residue from the oxidized inserted remains in the patient.

Manufacturer narrative:
The sample is under evaluation by the manufacturing site.

Event description:
It was reported that during a shoulder arthroscopy, there was rust on anchor connecting part. However, the device was not used in the patient. Backup device was available to complete the procedure. No significant delay and no patient injuries were reported. Preliminary results of investigation have concluded that visual assessment of the device showed the presence of blood and bone on the inserter and anchor indicating it was attempted to be used in the patient which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.